Manufacturer narrative:
(B)(4). External insulation abrasion with exposed rv cables was found at 26.s ¿ 26.6 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating on one rv cable was breached at the same location.

Event description:
It was reported that the patient suffered syncope. The device (competitor) was interrogated but communication could not be established. The device and lead was explanted. The patient suffered a encephalopathic brain damage.